Manufacturer narrative:
The foreign material came from the component of the resin containing polyoxymethylene based on a component analysis. The exact cause of the reported phenomenon could not be conclusively determined. Omsc surmised that the foreign material has entered the tube of the device from the outside.

Event description:
Olympus medical systems corp. (Omsc) confirmed the subject device to investigate the complaint. Omsc found that the foreign material was caught in the one-way valve of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.